Event description:
Additional information was received on (B)(4), 2012 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
On (B)(6) 2011, clinic notes were received from a vns treating neurologist. Review of the clinic notes from that day revealed that the patient has had a slight increase in seizures over the past 2 months. The physician stated that the patient can have anywhere from 1 to 5-6 seizures per month but that the patient has already had 2 seizures in (B)(6) already. The patient's seizures are partial or generalized. The magnet was reported to be used for the seizures with good benefit. The patient was referred for prophylactic battery replacement. A system diagnostics test performed on (B)(6) 2011 showed results within normal limits, with normal lead impedance, a dcdc of 2, and end of service= no. The patient's settings were output current: 3.0ma/pulse frequency: 30hz/pulse width: 250us/on time: 3.0 sec/off time: 1.8 min/magnet output current: 3.25ma/magnet on time: 60 sec/magnet pulse width: 500us. In the patient's medical history listed in the clinic notes it states that the patient has an implantable cardiac defibrillator (ICD) but does not mention any arrhythmias. Additional information has been requested from the physician but no further information has been received to date. A battery life calculation was performed which showed 1.09 years until eri = yes. Although surgery is likely, it has not yet occurred.

Manufacturer narrative:
Describe event or problem; corrected data: inadvertently did not include all the relevant information on supplemental report #3. Inadvertently put "after further investigation, the event is believed to not be related to vns. " on supplemental report #3 instead of "after further investigation it was discovered that the patient had both mitral valve prolapse (mvp) and mitral regurgitation (mr) and that these events are believed to not be related to vns."

Event description:
Additional information was received on (B)(4) 2012 when it was discovered that the vns patient had a battery replacement surgery on (B)(6) 2011. The explanted generator was returned for product analysis on (B)(4) 2011 that has not yet been completed.

Event description:
After further investigation, the event is believed to not be related to vns.

Event description:
After further investigation it was discovered that the patient had both mitral valve prolapse (mvp) and mitral regurgitation (mr) and that these events are believed to not be related to vns.